Manufacturer narrative:
(B)(4).

Event description:
The consumer reported difficulty recharge. It was reported that they were unable to charge. The patient was not able to charge because they were not getting the coupling bars on the charger screen. The last time the patient charged and felt stimulation was in (B)(6) 2015. Recharging best practices were reviewed with the patient which includes positioning the antenna over the implantable neurostimulator (ins), line up antenna head under incision - drop 0.5 to 1 inch, and not to place overbulky clothing. Poor coupling was reported. It was reported that repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. The patient programmer was showing that the ins needed to be charged. An antenna locate feature was attempted twice and it did not resolve the issue. The patient fell in their bathroom a couple of weeks prior, in (B)(6) 2016. The patient broke their hip in 2014 and was still healing from hip surgery. The patient was not getting coupling bars to charge and the patient fell in their bathroom. The patient will be seeing their healthcare provider (hcp) to check their device. Relevant medical history includes headache and migraine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported the circumstance that led to the fall was the patient could not get the battery to charge. The circumstance that led to the lack of coupling bars was the implant was in a hard place to find and hold the charger over the spot for very long. As a step to resolve the issue, the manufacturer's representative (rep) taught the patient how to use the charging device to help find where the battery was located. Overall it was a great experience and the patient was able to recharge the battery with full bar strength that same night.